Event description:
It was reported that patient received inappropriate shocks due to noise. X-ray revealed externalized conductor. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.